Manufacturer narrative:
The customer contacted the siemens customer care center concerning a discordant elevated urca result. Siemens is investigating the event. Siemens investigation has included a review of instrument data logs and records. Siemens requested a list of medications for the patient. Siemens requested information regarding g6pd screening and/or a prior screen/diagnosis for the deficiency. Siemens has requested the patient sample for evaluation. Siemens has not received any of the requested information from the customer site. The clinical presentation, such as presence or absence of signs and symptoms of hyperuricemia, patient history as related to risk of hyperuricemia and monitoring that occurred after drug administration are unknown. Customer alleges that the rasburicase treatment caused development of hemolytic anemia. It is our understanding that: hemolytic anemia is a well known potential adverse reaction with rasburicase administration; the patient's glucose-6-phosphate dehydrogenase (g6pd) status would be taken into consideration during dosing; use of rasburicase would be contraindicated if g6pd deficiency was present; rasburicase treatment should be followed by strict monitoring for signs and symptoms of hemolytic anemia that is essential to provide appropriate supportive care if any adverse events were to occur. We also understand that it is accepted clinical guidance that, if administration of rasburicase is needed in an emergent situation and the results of g6pd testing are not available, rasburicase should be given at a single low dose, hemodialysis should be readily available in the event of significant hemolysis, and a second dose should only be given if there was no evidence of hemolysis or methemoglobinemia. We further understand that, if hemolysis occurs, rasburicase should be immediately and permanently discontinued. In the us, a boxed warning is present to indicate that rasburicase is contraindicated in patients with g6pd deficiency due to risk of hemolysis.

Event description:
It was reported that a discordant falsely elevated uric acid (urca) result was obtained on a patient sample on the dimension vista 500 system (B)(6) 2018. According to the customer, the result was reported to the physician on (B)(6) 2018, the patient was admitted to the hospital on (B)(6) 2018 based on the reported urca result and was treated with rasburicase to lower the uric acid level in the blood. The same sample was repeated on the same instrument two times on (B)(6) 2018 and lower results were obtained. A corrected result was reported (B)(6) 2018. The physician questioned the result on (B)(6) 2018. The customer alleged that patient treatment was changed due to a discordant falsely elevated urca result. Customer reported that the patient developed hemolytic anemia. It was reported on (B)(6) 2018 that the patient was in critical condition.

Manufacturer narrative:
MDR 2517506-2018-00364 was filed 18-jun-2018. MDR 2517506-2018-00364 supplement 1 was filed 30-jul-2018. Additional information (17-aug-2018): in response to the request for the patient's age the customer stated pediatric.

Manufacturer narrative:
MDR 2517506-2018-00364 was filed 18-jun-2018. Additional information (06-jul-2018): the customer provided information on the patient's condition and history. The patient has recurrent hematuria and new findings of jaundice, indirect hyperbili and anemia. There is a concern for acute hemolysis with a broad differential. Patient history diagnosis hypospadias. Recent results for g6pd indicate decreased activity which is consistent with g6pd deficiency. Medications noted in the patient chart: cholecalciferol (vitamin d3) 1,000 units oral tablet 2,000 units = 2 tablet po qday for 90 days. Cipro 500 mg oral tablet 500 mg = 1 tablet po q12h for 10 days. There is no family history of g6pd or other family members with scleral icterus. Siemens headquarters support center (hsc) has completed the investigation of the instrument data logs and the information provided by the customer. Three requests for a sample were made; the customer did not provide a patient sample for internal investigation. The cause of the discordant elevated urca result is unknown. No nonconformance with the instrument or reagent was identified. No further evaluation of the device is required.